Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. No evidence of a product issue was identified. The provided data confirmed the hbv reactive result (CT 35.6) with a very weak and non-sigmoidal pcr growth curve, indicative of a low viral load near or below the limit of detection (lod). Positive and negative controls showed the expected results, and internal controls demonstrated robust growth curves, including for the sample in question. The observed variation in results is consistent with low viral load samples, which may yield reactive or non-reactive results upon repeat testing. The possibility of an occult hbv infection (obi) was noted, as obi is commonly associated with very low viral loads. The sample material was not available for further investigation. The issue was resolved locally, and the customer was informed that such variations are expected for low viremia samples. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on two cobas 6800 systems. The customer reported that a donor sample initially tested as non-reactive for hepatitis b virus (hbv) on one cobas 6800 system. When the same sample was repeated on a second cobas 6800 system using the same reagent lot, the result was hbv reactive with a cycle threshold (CT) value of 35.6. The sample in question was a follow-up sample from a donor previously seropositive for anti-hepatitis b core antibody (anti-hbc), anti-hepatitis b surface antigen (anti-hbsag) negative, and anti-hepatitis b surface antibody (anti-hbs) negative. The hbv reactive result (CT 35.6) was associated with a very weak and non-sigmoidal polymerase chain reaction (pcr) growth curve, indicative of a low viral load near or below the limit of detection (lod). Positive and negative controls showed the expected results, and internal controls demonstrated robust growth curves, including for the sample in question.